Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable pump" alarm twice in the past two weeks approximately 12-18 hours after the pump is started. Per reporter, the pump continued to alarm after trouble shooting. No adverse patient effects were reported. Per reporter no additional information is available at this time.